Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 26-mar-2024. Retained cartridge testing with whole blood and ctni-spiked whole blood samples met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). Ctni cartridge lot b23230 is associated with a previously identified deficiency for nonconforming rates of suppressed results when tested with control fluids, which is unrelated to the customers' observation of discrepant results. Quality record (qr) (B)(4) documents the root cause investigation for the suppressed results with control fluids.

Event description:
On (B)(6) 2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of (B)(6) year old male patient admitted for chest pain . There was no additional patient information at the time of this report. Customer states the patient had a blood clot evacuated few days before, came with chest pain, after angiogram patient was released due to no abnormalities in angiogram and eco method date tested ctni I-stat (B)(6) 2024 08.25 2.46 ng/ml 1st ECG (results was normal) 2nd I-stat (positive) 3rd laboratory at nawaloka hospital(negative) 4th angiogram - normal at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: (B)(6) range of results).

Manufacturer narrative:
Apoc incident # (B)(6)apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10-jan-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a false positive discrepant result of 2.46 ng/l on a 32 year old male patient admitted for chest pain . There was no additional patient information at the time of this report. Customer states the patient had a blood clot evacuated few days before, came with chest pain, after angiogram patient was released due to no abnormalities in angiogram and eco method date tested ctni I-stat (B)(6) 24 08.25 2.46 ng/ml 1st ECG (results was normal) 2nd I-stat (positive) 3rd laboratory at nawaloka hospital(negative) 4th angiogram - normal at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the pateint suffered an mi. The investigation is underway. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results) reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).

Manufacturer narrative:
Apoc incident # (B)(6) correction: b1 [x] adverse event b2 [x] other serious or important medical events apoc labeling will be evaluated during the investigation as pertaining to the event.